Event description:
It was reported that a vena cava filter was implanted approx 5 years ago. Approx 3-4 days post filter placement, the filter migrated to the pt's right pulmonary artery (pa). The pt had no thrombus formation and was asymptomatic for 5 years. Approx two months ago, the pt presented with chest pain. The pt was evaluated, and after testing and scanning, it was reported that the filter had not changed position. The flow in the right pa was high, and there was no thrombosis. The doctor elected to leave the filter in the right pa and not to remove it. Reportedly, the pt has other underlying conditions; the chest pain was not result of the vena cava filter in the pa. The pt was discharged and continues to be asymptomatic.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unk. The device remains implanted; therefore, not available for evaluation. The event investigation is currently underway.